Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.